Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they primed the insulin pen and no insulin came out. Customer primed the insulin pen, but when pressing dose button the customer felt resistance. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.